Event description:
When the kleppinger bipolar did not work, a different handpiece was obtained. When removing the handpiece cord from #1, the cord broke leaving a thread-like piece behind in the kleppinger handpiece. The faulty handpiece and cord were tagged and collected by the aesculap supervisor. Manufacturer response for bipolar forceps handpiece and cord., (brand not provided) (per site reporter): no information to date.